Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation and reprogramming had been performed. Later, during a revision procedure, the physician believed that the pacemaker's header had failed; there were pacing problems, no capture, and oversensing observed. In addition, during the revision procedure, the right atrial (ra) lead was found to have high impedance, unstable thresholds, noise, and possible insulation damage. The physician stated that they had damaged the ra lead where the bare metal is exposed. Finally, it was noted that the patient is a varsity football player and lifts weights. The implantable pulse generator (ipg) and ra lead were both removed and replaced. No further patient complications have been reported as a result of this event.